Manufacturer narrative:
A ge rep evaluated the system and replaced the cine bridge board. System operates as intended. This MDR is related to ge healthcare complaint.

Event description:
The customer reported the cine runs are jerky. No pt injury was reported.